Event description:
Customer states analyzer generated a falsely elevated acetaminophen result for two pts. The pathologist states treatment was not due to or based upon the acetaminophen results for one pt. In 2009, the second pt was treated with n-acetylcysteine based on acetaminophen result of 9.4 ug/ml from the previous day. (Total bilirubin=approximately 16.5 mg per dl). The n-acetylcysteine treatment ended three days after the original date. The pathologist states when the acetaminophen levels did not decrease further, it caused the physician to call the poison control ctr, who suggested these might be false positive acetaminophen results and physician asked the lab to send these levels out for confirmation by gcms (gas chromatography-mass spectrometry). Two days later, a separate sample for gcms was obtained and tested, the results indicated "no drugs detected". Additional acetaminophen results for this pt were provided: on original date, 8.2 ug per ml. The next day, two samples, 7.0 (total bilirubin=19.0 mg per dl) and 5.6 ug per ml. The following day, two samples, 5.7 (total bilirubin=17.7 mg per dl) and 5.3 ug per ml. The next day, two samples, 5.6 (total bilirubin=16.8 mg per dl) and 5.5 ug per ml (icterus index=19). One day later, 5.0 ug/ml (icterus index=17), same sample retested the next day, gave 7.2 ug per ml (total bilirubin=16.2 mg per dl). The pt has end stage liver disease with alcohol abuse presenting with confusion and anasarca. The previous month, he was treated for hepatic encephalopathy and hepatorenal syndrome. Left lower extremity edema and hip pain at this time as well as mental status changes. Pt was discharged, discharge diagnosis is alcoholic cirrhosis and end stage liver disease. If additional info is received, appropriate notification will be provided.